Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial undersensing at times as noted on the stored electrograms. The atrial sensitivity was reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.